Event description:
Reportedly, the ventilator did not sound alarm on high volume setting even though there was visual alarm (lights on the ventilator was flashing). The low volume setting worked fine. Please note that there was no serious injury in this case.